Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump replacement time was too long, causing all key failure according to electrostatic treat unable to recover. The customer's blood glucose was normal.

Manufacturer narrative:
The insulin pump was received with stuck at full segment display due to faulty interface board. No blank display noted. The insulin pump was received cracked reservoir tube lip.